Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was difficult to operate. The following information was provided by the initial reporter: the consumer reported the pen needle does not fit or attach. Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11/19/2021. H6: investigation: customer returned (53) 32gx4mm bd pen needles from lot# 1048094 (5 used, 48 unused). The consumer reported that the pen needle does not fit/attach. All returned pen needles were examined, and it was observed that the 5 samples returned after use exhibited a bent non-patient end (npe) cannula. The bent npe cannulas would prohibit the user from properly attaching the pen needles to a pen injector. The remaining 48 pen needles did not exhibit a bent npe cannula and were able to attach to a test pen injector properly. Since the 5 samples exhibiting the defect were returned after use, the probable cause of the bent npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannula was bent after the customer handled the pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was difficult to operate. The following information was provided by the initial reporter :   the consumer reported the pen needle does not fit or attach. Date of event : unknown. Samples : available.